Manufacturer narrative:
H2: additional information in b5.

Event description:
It was reported that during meniscus arthroscopic repair, the ultra fast-fix device's t1 and t2 deployed simultaneously, causing the suture to fail. The t1 was successfully removed from the patient and t2 was removed using suction. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during meniscus arthroscopic repair, the ultra fast-fix device's t1 and t2 deployed simultaneously, causing the suture to fail. The t1 was successfully removed from the patient. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were returned off the insertion device. The t1 is fractured at its proximal end. The t2 was not returned. The variable depth straw has been trimmed. The trimmed piece was returned. The needle assembly is bent. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. An evaluation of the image provided by the customer showed an intraoperative image where an anchor and suture are visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for break was associated with unintended use of the device. The root cause for firing problem could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus arthroscopic repair, the ultra fast-fix device's t1 and t2 deployed simultaneously, causing the suture to fail. The procedure was completed using a smith and nephew back-up device; however, it is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.